Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: on 4/16/2026, we had a safety event reported for bd item # 2426-0007 (alaris pump infusion set defective tubing set inf pump 3 port standard 20dr p126in). Patient harm: none event details: started pt's trazimera infusion at 16:12. At 16:13, drops were noted to be falling from the chemo tubing from under the blue latch on the pump channel. Infusion was immediately paused at 16:13. Activated chemo spill kit protocol. Assisted in clean up and patient was moved to different room. Spill was isolated to the pump and the floor only. Upon removing the tubing from the pump, the safety clamp separated. It appeared that this was where the leak was coming from. Pump reconciliation showed that 6.1cc of trazimera had infused between 16:12 and 16:13. Pharmacy was called and notified to remake medication due to faulty 3-port tubing at 16:14. New bag of trazimera was initiated at 16:37. Lot number of bd alaris pump infusion set 3 smartsite in unknown.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.